Event description:
It was reported that the user experienced glucose fluctuations while using the ilet insulin pump and asked whether the device suspends insulin during low glucose; the agent advised that insulin delivery stops below 75 mg/dl and when glucose is rapidly falling above 75 mg/dl. Symptoms included an asymptomatic hypoglycemic reading of 53 mg/dl that the user treated with oral glucose and an asymptomatic hyperglycemic reading of 202 mg/dl managed by the ilet. Outcomes included transient low and high glucose events without reported injury, medical intervention, or hospitalization. Troubleshooting and education were provided, including guidance on device behavior during lows and confirmation that the user will follow up with their healthcare provider. Investigation included a review of device use and user-reported glucose management. Investigation of this case revealed no device malfunction and that the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia of unclear cause with effective self-treatment and no adverse sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.